Manufacturer narrative:
Investigation result: no product available for analysis. Because the batch is unknown, a batch history review is not possible. The root cause for the problem is most probably patient related. Without further knowledge about the circumstances, we suppose, that the fall of the patient (mentioned in the case description) was the root cause for the implant fracture. A CAPA is not necessary.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product ennovate polyax. Screw 6.5x45mm solid. An ennovate pedicle screw system revision surgery occurred due to the patient experiencing a traumatic fall. The fall created a chance fracture of the l-5 level, so the surgeon removed two of the prior screws and re-implanted new screws into the l-4 level. It was noted that the physician was satisfied with the outcome of the revision surgery. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).